Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that there was a medication order interface anomaly. A technical support specialist reviewing all parameters and attempting to trace the message in carefusion coordination engine (cce) with iest support, it was found that the message was no longer available due to the two-week retention limit. The extensible markup language (xml) showed two dose times 19:38 and 08:00 but the system prioritized 19:38 as the start time remained unchanged. Although the electronic medical record (emr) reflected a time change on (B)(6) 2025, pyxis did not update due to a mismatch in health level 7(hl7) message formatting. The adapter failed to detect the second timing because of incorrect tag placement, resulting in an incomplete message. No update message modifying the original start time was found. The system functioned as designed and the issue was caused by interface misinterpretation, not human error. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, the device allegedly displayed administration times for metformin as both 1938 and 0800 daily. The customer stated that the due time should have only been for 1938 daily. As a result, the patient was administered two doses of metformin per day, totaling 4 grams daily, on 11 occasions between (B)(6) 2025 through (B)(6) 2025. Blood tests were subsequently ordered and revealed elevated lactate levels (lactatemia). Metformin was withheld until the lactate levels returned to normal. The patient remained asymptomatic throughout, and there were no changes noted in renal function. The patient was later transferred to another facility and is expected to make a full recovery.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, the device allegedly displayed administration times for metformin as both 1938 and 0800 daily. The customer stated that the due time should have only been for 1938 daily. As a result, the patient was administered two doses of metformin per day, totaling 4 grams daily, on 11 occasions between may 26 through july 24, 2025. Blood tests were subsequently ordered and revealed elevated lactate levels (lactatemia). Metformin was withheld until the lactate levels returned to normal. The patient remained asymptomatic throughout, and there were no changes noted in renal function. The patient was later transferred to another facility and is expected to make a full recovery.